Event description:
Follow-up revealed the patient underwent surgical intervention on (B)(6) 2016. During the procedure, the patient's ipg was explanted and replaced (with a different model) and her ipg pocket was revised.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has been experiencing discomfort at the ipg site due to the device being shallow and no longer being stationary in the pocket. As a result, the patient may undergo surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.